Event description:
Screws were placed in 2000 for gri spondylolisthesis at l5-s1, degenerative disk disease at l4-5, post lat fusion l4-5/l5-s1. X-ray taken showed sacral screw broken. Revision surgery in 2002 for anterior interbody fusion, removal of hardware post and replacement screws l5-s1.